Manufacturer narrative:
The pod was received with the cannula deployed. No issues were found with the needle mechanism that would result in a failure for the cannula to insert into the pod infusion site. Although no issues were found with the needle mechanism, the cause of the reported event could not be determined. No bends or kinks were observed on the soft cannula. Fluid was successfully able to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed and no leakages were observed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site and the cannula was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose above 300 mg/dl while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated and leaking from the infusion site (back), when removed the cannula was bent. As treatment, a manual injection was given.